Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the one bipolar fenestrated grasper returned and the associated device data logs. Visual inspection of the bipolar fenestrated grasper noted there was no corrosion on the electrical contacts. There was no damage noted to the jaws of the instrument. Upon microscopic inspection of the drive cables, there was no damage noted. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was conducted and all tests were passed, with no abnormalities noted. A design/software assessment was performed for this event. The design assessment concluded the bipolar fenestrated grasper was run through continuity and resistance testing, and resistance levels were far below the limit of 1.2ohms for both pins. These readings did not change even when the device was moved around into different orientations, which makes it unlikely that there is a loose connection within the housing that would affect continuity intermittently. The device was also connected to the robot to test energy delivery using synthetic tissue. It was found that the instrument could successfully deliver energy to the tissue when held in any orientation. The jaws were then inspected for any sign of deformation/interference that might cause shorting before full closure, and none were observed. In addition, the current reading from the ft10 was observed while delivering energy with the jaws closed, proving that current can successfully travel through the instrument. In conclusion, no issues were observed with the instrument's ability to deliver energy. Evaluation of the device data logs show that the bipolar fenestrated grasper was connected to arm 1 for 42 minutes and then replaced with another bipolar fenestrated grasper. The system recognized the request for energy during the time the instrument was attached. No instrument issues were detected by the system. Evaluation of the bipolar fenestrated grasper noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or establish a relationship between the bipolar fenestrated grasper and the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the event occurred during the hemostasis of the lateral colon tissue for a laparoscopic right hemicolectomy procedure with robot support. When clamping the tissue with the bipolar fenestrated grasper and performing the bipolar output, there was an output sound from the ft10 generator, but no current was delivered. The generator settings were set to fulgrate 30w. The e0020v cable was replaced, but it did not change. The bipolar fenestrated grasper was replaced with a new one and it functioned without any problems. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the event occurred during the hemostasis of the lateral colon tissue for a laparoscopic right hemicolectomy procedure with robot support. When clamping the tissue with the bipolar fenestrated grasper and performing the bipolar output, there was an output sound from the ft10 generator, but no current was delivered. The generator settings were set to fulgrate 30w. The e0020v cable was replaced, but it did not change. The bipolar fenestrated grasper was replaced with a new one and it functioned without any problems. There was no patient injury.